Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no reported deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Concomitant medical products: evis lucera elite video system center, model cv-290, serial number: unknown. The device was evaluated by olympus. The evaluation found the allegation of abnormal air and water supply was confirmed due to the clogged nozzle. The adhesive part on the bending section cover was worn out and was created by deterioration due to chemical stress applied during the cleaning process and caused by improper use and maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for a diagnostic gastric examination procedure, the evis lucera gastrointestinal videoscope presented with abnormal air and water supply. The intended procedure was completed with another scope and the evis lucera elite video system. The patient was not under anesthesia and the delay in procedure time was less than 15 minutes. There were no reports of patient harm associated with this event. The scope was used three (3) times per day, washed by hand, and manually cleaned. During the evaluation of the device, it was noted that the nozzle was clogged due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned clogged nozzle noted at estimation.